Manufacturer narrative:
Based on the information provided, the complaint cannot be confirmed. The device could not be evaluated as it remains within the patient. No device malfunction was reported, however an adverse event occured following the procedure. (B)(4).

Event description:
The patient was reported to be a (B)(6) female with a history of incidentally found basilar apex artery aneurysm after motor vehicle collision. Femoral cerebral angiogram showed an anterior communicating artery (acom) aneurysm, a left middle cerebral artery (mca) aneurysm and a large basilar apex artery aneurysm. The patient was presented to the hospital and underwent the procedure. Postoperatively the patient was transferred to the intensive care unit in stable condition. The patient was found to have pupil asymmetry and quite somnolent postoperatively. A stat computed tomography head was performed and demonstrated no new infarcts. On postoperative day 1, the patient continued to have these deficits. A magnetic resonance imaging was obtained which demonstrated multiple infarcts. The patient continued to have dysarthria in the postoperative period. A nasogastric tube was placed and tube feeds were started. On postoperative day 2, the patient's neurologic examination was stable from the previous examination. She did have some evidence of bradycardia and her cardene was held. On postoperative day 5, the patient was seen by speech therapy; however, she was somewhat lethargic during their evaluation and was thus delaying their assessment. Ultimately, on postoperative day number 7, the patient was found to have failed her modified barium swallow. She remained in the intensive care unit as there were no floor beds available at this point. She continued to use seroquel for agitation. On postoperative day 8, the patient was transferred to the floor and she ultimately received her percutaneous endoscopic gastrostomy tube by interventional radiology. On postoperative day number 9, the patient's neurologic examination remained stable from previous. She was hemodynamically stable. Her electrolytes were within normal limits. Gastrostomy tube feeds were started. Physical therapy and occupational therapy were ordered. Their recommendations were skilled nursing facility. On postoperative day 10, the patient was more somnolent; thus, the seroquel was discontinued. Her titrate feeds were transitioned up to goal. On postoperative day 11, seroquel had been discontinued. Still her neurologic examination was stable. Her tube feeds were transitioned to bolus feeds. The patient reportedly had some vaginal bleeding from the nursing staff. Because of this, a transvaginal ultrasound was obtained; this demonstrated some atrophy of the uterus. This was explained to the patient and the family; they expressed understanding. On postoperative day number 12, dulcolax suppository was ordered for bowel movement because the patient had not had any bowel movements in several days. Her neurologic examination remained stable. She was hemodynamically stable and she was tolerating bolus tube feeds. On postoperative day #13, the patient was accepted to poplar place; however, the family did not want to send the patient to this establishment. A soapsuds enema was ordered as the patient had minimal bowel movements the prior day with the dulcolax suppository. On postoperative day number 14, the patient's neurologic examination remained stable from previous examinations. She has hemodynamically stable. She was tolerating bolus tube feeds with 2 bowel movements in the prior 24 hours. The patient had been acceptable by (B)(6) skilled nursing facility and the family was happy with this establishment and was ready for discharge. At the time of discharge the patient had a full understanding of her future medical course. Discharge condition: stable. Disposition: skilled nursing facility.